Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old japanese male had impella 2.5 pump inserted in the left femoral. The patient had hematuria and as a result 34 units of red blood cells (rbcs), 40 units of fresh frozen plasma (ffp), and 20 units of platelets was administered. The impella was explanted due to ischemia and intra-aortic balloon pump (iabp) was inserted.